Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device and was unable to duplicate the reported issue. After observing proper device operation through functional and performance testing, the device was returned to the customer for use. Physio downloaded the device's electronic records and verified the reported issue. The patient ECG records (3 total) and device keylog data associated with the reported event were downloaded and reviewed. The first patient ECG record related to the reported event is a patient record from the prior patient event where the device was used to perform two 12-lead ECG analyses, however the device was not turned off and approximately 4 1/2 minutes later quik-combo defibrillation electrodes were connected to a patient that was receiving chest compressions. The paddles lead ECG was not displayed during this time because the device remained in lead ii from the prior patient use. The impedance trace in this record indicates that the therapy cable was disconnected and reconnected from the defibrillator, likely in an attempt to troubleshoot the lack of paddles lead ECG on the monitor display. The impedance trace in this record also indicates that the quik-combo defibrillation electrodes were disconnected from the therapy cable after approximately 75 seconds and then the device was turned off. The device was turned back on 6 seconds later which created a second patient record. The keylog data for this patient record indicates that the device user pressed the lead button and turned the selector knob right and left several times in an attempt to obtain the paddles lead ECG. There was no ECG recorded in this patient record. This was likely due to a lack of connection to the patient through the quik-combo defibrillation electrodes. The device was turned off after approximately 66 seconds. The device was turned back on 6 seconds later which created a third patient record. The paddles lead ECG began being displayed 6 minutes and 35 seconds later and continued to be displayed until the defibrillation electrodes were disconnected from the therapy cable 17 minutes and 45 seconds later. The quik-combo defibrillation electrodes used during the reported event were not made available for evaluation. The cause of the reported issue could not be determined.

Event description:
The customer contacted physio-control to report that their device failed to display the patient's ECG using two different sets of quik-combo defibrillation electrodes. A third set of quik-combo defibrillation electrodes were used and the patient's ECG was properly displayed. No further details about the patient or the event were provided. Physio-control has made multiple attempts to contact the customer in order to obtain additional information on the patient; however, no response has been received.